Event description:
The event occurred on an unspecified date involving a empty pca vial with injector where the customer stated that they are finding numerous vials with particles in packaging and inside the vials. The particulates found in the empty units prior to production as well as in post-production during visual inspection. They consider the testing completed by customer (ourpharma llc) with findings of cardboard, organic materials and different colored fibers to be valid since these were found during visual testing on their site. There was no patient involvement and no adverse reaction or need for medical intervention.

Manufacturer narrative:
The device is reported to be available for evaluation, however, investigation is not yet complete.